Event description:
Customer reported the system intermittently shuts down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the computer motherboard. System operates as intended. (B) (4).